Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced the 32mm x 3.50mm taxus element stent delivery system and felt resistance. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with different device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced the 32mm x 3.50mm taxus element stent delivery system and felt resistance. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with different device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device noted stent damage. Struts at the distal edge and also in the middle of the stent were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).